Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure, two schanz screw would not advance through the fracture clamp. Reportedly the schanz screws could not be used during the operation. Another screw was available for use. It was reported there was no patient impact and the surgery was not delayed due to this occurrence. The event did not require additional medical treatment. This report is for two schanz screws.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product codes: kwp, kwq, mnh. PMA 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.